Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without the original packaging, lot# was not confirmed, and was received with remaining staples (staples in good condition however one staple is slightly misaligned). During visual inspection, the components look well assembled and no staple was stuck in the tip of the cartridge. Although one staple was slightly misaligned, sample received did not confirm the defect reported by the customer jamming and the failure mode stuck in stapler was not confirmed with sample received. A functional inspection was performed with remaining staples & no quality issues were found during the activation; although staples are separated, this condition did not affect the release of the staples. The failure mode stuck in stapler reported could not be duplicated, the device worked properly. Therefore, corrective actions are not required at this time. The manufacturer will continue to monitor and trend relating complaints.

Event description:
It was reported that after the first squeeze the device did not kick back and the stapler jammed. Patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Device sample has been returned to the manufacturer; however, the investigation results have not been submitted at the time of the report. The manufacturer will continue to monitor and trend relating complaints.

Event description:
It was reported that after the first squeeze, the device did not kick back and the stapler jammed. Patient's condition was reported as unknown.